Event description:
It was reported that during unpacking, the device was found to be damaged. Upon removal from the package, the balloon of the ultra-thin stent delivery system was noted to be separated from the shaft of the device. The device was not used. The procedure was completed with another of the same device. As there was no patient involvement, no patient complications occurred.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by MFR: the returned device consisted of the distal portion of the tip and the balloon, with the balloon protector still on the balloon. Examination of the device revealed a break at the lapweld. The break in the device was a brittle fracture. There were no signs of tensile stretching. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. However, the most probable root cause is considered manufacturing related as it was determined that there was an issue in the lapweld process. (B)(4).

Event description:
It was reported that during unpacking, the device was found to be damaged. Upon removal from the package, the balloon of the ultra-thin stent delivery system was noted to be separated from the shaft of the device. The device was not used. The procedure was completed with another of the same device.as there was no patient involvement, no patient complications occurred.